Event description:
On (B) (6)2006, this patient underwent endovascular repair of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B) (6)2010, imaging revealed a possible type ii endoleak. The physician is not planning to intervene at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional device used: (B) (4).